Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that there was a user error. A technical support specialist (tss) confirmed that the customer mentioned the issue involved more than one drug; however, when asked to demonstrate, the users were showing the same medication twice. It was the same drug and strength, but one was a tablet formulation and the other was a capsule formulation. Due to this difference, the medications would not appear in each other¿s machine searches. In the end, this was not a true issue but a misunderstanding between tablet and capsule formulations. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system had an issue where the cr-ra was not appearing in global find, even when the searched medication was available in cr-ra. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.